Event description:
It was reported by the healthcare facility, that during removal of screw after consolidated elbow fracture the thread at the tip of the screw was broken, and that two small metal fragments remained in the bone. (Right distal humerus).

Manufacturer narrative:
Evaluation summary: the reported event of the screw tip broke during extraction could be confirmed. Based on the investigation, the root cause high torsional force was attributed to a user related issue. The visual inspection showed that the screw is deformed and no longer axial which points to high torsional forces. Please note that for extraction of implants an implant extraction set and according operative technique (ref# (B)(4) rev. 1, 05-2014) is available. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported by the healthcare facility, that during removal of screw after consolidated elbow fracture the thread at the tip of the screw was broken, and that two small metal fragments remained in the bone. (Right distal humerus).

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.